Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call prime anomaly, hospitalization and high blood glucose levels. Customer's blood glucose level was 477 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised during the prime process when it hits the bottom of the reservoir it usually counts up. Troubleshooting for high blood glucose was performed. Customer's mother advised the patient did not receive insulin properly from the device which resulted in hospitalization. Customer experienced diabetic ketoacidosis and was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.